Event description:
Ous MDR - it was reported that about 7 months after the implantation the patient received inappropriate shocks due to device migration. The patient was successfully upgraded to another ICD. The linox lead is still implanted and an additional svc lead was implanted. The device was not returned for analysis.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.